Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in a calcified diagonal branch. A 2.25 x 28 mm ion stent was advanced for treatment, but was not able to cross the lesion. Upon removal, it was noted that a stent strut had flared on the end. The procedure was completed with a different device. No patient complications occurred and the patient status is fine.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in a calcified diagonal branch. A 2.25x28mm ion stent was advanced for treatment but was not able to cross the lesion. Upon removal, it was noted that a stent strut had flared on the end. The procedure was completed with a different device. No patient complications occurred and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus element/ion stent delivery system and stent with no other devices. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were multiple stent struts stretched and bent in the first two proximal rows of the stent. Magnified inspection presented no evidence of any product quality deficiencies contributing to the confirmed reported stent damage or the reported crossing difficulty. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).